Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported ""the catheter was broken, leading to blood and water leakage". The device was removed and replaced. No patient harm or injury. There was no delay to therapy. The current status of the patient is "unknown".

Event description:
It was reported ""the catheter was broken, leading to blood and water leakage". The device was removed and replaced. No patient harm or injury. There was no delay to therapy. The current status of the patient is "unknown".

Manufacturer narrative:
(B)(4).